Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see also MFR report number 2032227-2012-06753.

Event description:
The customer reported that she was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 1300 mg/dl. The customer stated that she was unconscious at the time of the event. The customer stated that her blood glucose levels were high because the infusion set had two kinks in the tubing. The customer stated that the infusion set and reservoir were removed at the hospital, and she no longer has them with her. The customer also stated that she was wearing a sensor at the time of the event. However, the hospital also removed it, and they cannot locate it. Unable to troubleshoot as the battery had been removed from the insulin pump. The customer stated that she would be calling back once she had a battery with her. Nothing further was reported at the time of the call.